Event description:
Procedure: diagnostic open right hepatectomy with cholecystectomy. According to the reporter: the device locked closed on the hepatic vein. The procedure started laparoscopic and converted to open and sternotomy and pericardiotomy performed. The device was cut off of vein, resulting in 10 liters of blood loss. Resulted in repair of interior vena cava and hepatic vein injury. Tissue damage and tissue loss were reported. Common bile duct excision, roux-en-y hepatojejunostomy, portal liver wedge biopsy, portal vein resection and lymphectomy were also performed. No reinforcement material was used. Operating room time was delayed by more than 30 minutes.

Manufacturer narrative:
(B)(4).